Event description:
A customer reported a cartridge alarm 31 while operating their pump during the load process, which led to a blood glucose reading labeled as "high." The customer addressed this issue by administering a correction bolus via the pump, and there was no need for assistance from a third party. As a resolution, technical support decided to send a replacement pump to the customer, discuss the steps for receiving and returning the pump, and confirm the shipping address. The customer had no current backup therapy and was advised to contact their healthcare provider. The replacement pump will have updated software, and the customer agreed to send back the problematic pump within 10 days using the provided return box and prepaid label.